Manufacturer narrative:
Product analysis stated pcba main board failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure nim console had slow response and poor detection of probe. It was further stated the entire system was slow. In stimulator testing stim return detection failed. There was no visible or audible indicators and no error codes displayed. No troubleshooting was done. There was no patient impact.